Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, the AED powered on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. The cause of the battery depletion was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.